Event description:
The customer reported that the system halted during boot up. This prevented the system from completing boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.